Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from united states indicating the device was "running hot". It is known that the device was used in surgery and no injuries were reported. It is not known if medical intervention or a delay in surgery occurred. There was no add'l info provided.